Event description:
It was reported to philips that the device battery failed testing and needed to be replaced. There was no reported patient involvement.

Manufacturer narrative:
Added report source.